Event description:
Philips received a complaint by the customer on the v60 (software version 2.30) indicating a device malfunction as the device was turning on and off on its own. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was turning on and off on its own. No accessories, including third-party devices, were being used that may have contributed to the issue. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp was able to replicate the issue after observing that the device powered up on its own and then powered down shortly thereafter; once unplugged, the device turned off due to a drained battery. The asp plugged in the device, and it immediately went through a power cycle, during which it powered on and off on its own. The asp performed testing with a charged battery, but the issue remained. The asp then performed testing without a battery and found that the device was not able to turn on. Ultimately, the asp replaced the power supply, power management (pm) printed circuit board assembly (pcba), user interface (ui) pcba, ui to pm cable, ui pcba to lcd cable, and electromagnetic interference (emi) shroud, after which the issue was resolved as the device was able to power on through the power button and operate as intended. The asp performed all test and verification (t&v) tests per the v60 service manual and confirmed that the device was able to power on normally and stay on whether plugged into the outlet or unplugged. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly.